Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer replaced the external oxygen sensor to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator generated a high/low oxygen alarm. There was no patient harm reported. The event date was not specified; estimate used.